Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s care worker that on (B)(6) 2026, the patient¿s blood glucose levels increased to 16 mmol/l (288 mg/dl), as measured by a manual blood glucose meter, after approximately 25-36 hours of pod wear on the hip/buttocks. Blood glucose levels did not decrease following administration of a correction bolus. At the time, a continuous glucose monitor (unspecified dexcom model) reported a glucose value of 14.8 mmol/l; however, a higher value was confirmed by the manual reading. According to the report, the pod was subsequently removed, and a nurse administered insulin via a manual pen injection. No further medical intervention was reported. The pod involved was discarded and is unavailable for investigation.